Event description:
It was reported that the screw in the mounting arm is loose.

Event description:
It was reported that the screw in the mounting arm is loose.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. Probable root cause could be due to the product being manufactured in 2006. Manufactured year of 2006 did not have the screw/washer upgrade to prevent the arm from falling. Please refer to device correction 2936485-8/28/2013-002c. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.